Event description:
It was reported the patient had a loss of effective therapy and discomfort at the battery site. This occurred during normal use. The patient had a desire for an explant. The entire system was explanted on (B)(6) 2015 as a result of this event. There was no product issue alleged. There was no diagnostic testing or troubleshooting performed. Additional information stated the patient left the operating room (or) in satisfactory condition. The device manufacturer¿s representative (rep) was unable to obtain an outcome. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).